Event description:
The skin over the pt's pump was stretched so far that the pump stuck out, and the skin was tearing; the pt had erosion and an infection. The pump was explanted. It was noted that the intrathecal catheter was still in situ and labeled with a metallic staple for future revision and reimplant. The pt recovered without sequela. The pump was used to deliver clonidine, bupivacaine, and dilaudid.